Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (a large portion of the right essure device was within the uterine portion of the tube)"), uterine perforation ("perforation (uterus)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain, pelvic pain") in a 27-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (laparoscopic removal of bilateral essure device), surgery (laparoscopic removal of bilateral essure device), surgery (laparoscopic removal of bilateral essure device) and surgery (laparoscopic removal of bilateral essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, vaginal haemorrhage and headache outcome was unknown. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet : the abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, malposition of essure (a large portion of the right essure device was within the uterine portion of the tube), migraine/headaches, pain, perforation (uterus), surgery (laparoscopic removal of bilateral essure device) added as events. On (B)(6) 2018: medical records received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (a large portion of the right essure device was within the uterine portion of the tube)/migration of essure device location of device: right tube"), uterine perforation ("perforation (uterus)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain, pelvic pain") in a 34-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("rashes or skin conditions type: eczema"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/ loss(specify which one)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 6 years 2 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (laparoscopic removal of bilateral essure device), surgery (laparoscopic removal of bilateral essure device), surgery (laparoscopic removal of bilateral essure device) and surgery (laparoscopic removal of bilateral essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, dyspareunia, abdominal pain, migraine, back pain, headache, mood swings, female sexual dysfunction, eczema, anaemia, tooth disorder, vaginal discharge, weight fluctuation and alopecia outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, menorrhagia, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure (a large portion of the right essure device was within the uterine portion of the tube)/migration of essure device location of device: right tube / a large portion of the right essure device was within uterine portion'), uterine perforation ('perforation (uterus)'), device breakage ('right coil is broken at the tip'), pelvic pain ('pain, pelvic pain/right side pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urgency urination, weakness, general body pain, uti, chronic pain, constipation and nausea. Concomitant products included ciprofloxacin, docusate sodium;senna alexandrina (senokot-s), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (advil), ibuprofen (motrin) and ondansetron (zofran). In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("rashes or skin conditions type: eczema"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/ loss(specify which one)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (laparoscopic removal of bilateral essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, dyspareunia, abdominal pain, migraine, back pain, headache, mood swings, female sexual dysfunction, eczema, anaemia, tooth disorder, vaginal discharge, weight fluctuation, alopecia and weight increased outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain, alopecia, anaemia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, menorrhagia, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-nov-2019: the case 2019-213235 (MFR# 2951250-2019-11782) was identified as a follow up of this case. Therefore, the case 2019-213235 was deleted from argus database. New reporter and new event (right coil is broken at the tip) were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (a large portion of the right essure device was within the uterine portion of the tube)/migration of essure device location of device: right tube"), uterine perforation ("perforation (uterus)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain, pelvic pain") in a 34-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("rashes or skin conditions type: eczema"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/ loss(specify which one)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 6 years 2 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (laparoscopic removal of bilateral essure device), surgery (laparoscopic removal of bilateral essure device), surgery (laparoscopic removal of bilateral essure device) and surgery (laparoscopic removal of bilateral essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, dyspareunia, abdominal pain, migraine, back pain, headache, mood swings, female sexual dysfunction, eczema, anaemia, tooth disorder, vaginal discharge, weight fluctuation and alopecia outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, menorrhagia, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-apr-2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received an event " mood swings, apareunia (inability to have sexual intercourse), eczema, anemia, dental problems, vaginal discharge, weight gain/ loss(specify which one), fatigue, hair loss" are added. Outcome of event "pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea " are recovered. Patient information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for migraine with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (a large portion of the right essure device was within the uterine portion of the tube)/migration of essure device location of device: right tube / a large portion of the right essure device was within uterine portion"), uterine perforation ("perforation (uterus)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain, pelvic pain/right side pain") in a 34-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("rashes or skin conditions type: eczema"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/ loss(specify which one)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), headache ("headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (laparoscopic removal of bilateral essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, dyspareunia, abdominal pain, migraine, back pain, headache, mood swings, female sexual dysfunction, eczema, anaemia, tooth disorder, vaginal discharge, weight fluctuation, alopecia and weight increased outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, menorrhagia, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received. Event weight increased was added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure (a large portion of the right essure device was within the uterine portion of the tube)/migration of essure device location of device: right tube / a large portion of the right essure device was within uterine portion'), uterine perforation ('perforation (uterus)'), device breakage ('right coil is broken at the tip'), pelvic pain ('pain, pelvic pain/right side pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urgency urination, weakness, general body pain, uti, chronic pain, constipation and nausea. Concomitant products included ciprofloxacin, docusate sodium;senna alexandrina (senokot-s), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (advil), ibuprofen (motrin) and ondansetron (zofran). In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("rashes or skin conditions type: eczema"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/ loss(specify which one)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems") and adnexa uteri pain ("pain in teh right side of ovary"). The patient was treated with surgery (laparoscopic removal of bilateral essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, dyspareunia, abdominal pain, migraine, back pain, headache, mood swings, female sexual dysfunction, eczema, anaemia, tooth disorder, vaginal discharge, weight fluctuation, alopecia, weight increased and adnexa uteri pain outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anaemia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, menorrhagia, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : adnexa uteri pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added - adnexa uteri pain. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure (a large portion of the right essure device was within the uterine portion of the tube)/migration of essure device location of device: right tube / a large portion of the right essure device was within uterine portion'), uterine perforation ('perforation (uterus)'), device breakage ('right coil is broken at the tip'), pelvic pain ('pain, pelvic pain/right side pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urgency urination, weakness, general body pain, uti, chronic pain, constipation and nausea. Concomitant products included ciprofloxacin, docusate sodium;senna alexandrina (senokot-s), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (advil), ibuprofen (motrin) and ondansetron (zofran). In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("rashes or skin conditions type: eczema"), anaemia ("blood or heart disorder/condition type: anemia"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/ loss(specify which one)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems") and adnexa uteri pain ("pain in teh right side of ovary"). The patient was treated with surgery (laparoscopic removal of bilateral essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, dyspareunia, abdominal pain, migraine, back pain, headache, mood swings, female sexual dysfunction, eczema, anaemia, tooth disorder, vaginal discharge, weight fluctuation, alopecia, weight increased and adnexa uteri pain outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anaemia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, menorrhagia, mood swings, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : adnexa uteri pain. Lot number:632032 manufacturing date: 2009/04 expiration date:2012/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality-safety evaluation of product technical complaint. On 23-mar-2020: social media received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.